Event description:
The user facility in china reported the aspiration continued when the cutter stopped cutting. After replacing the kit, the surgery was successfully completed without affecting the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.